Event description:
It was reported that the customer experienced a blood glucose (BG) level of 840 mg/dL, with ketones a healthcare provider identified as life threatening. Customer went to the emergency room (ER) and was admitted into the intensive care unit. Customer was treated with intravenous fluids of saline and insulin and was given "potassium and blood thinner (heparin)." Reportedly, customer was released from the hospital and into hospice care on (b)(6) 2026 with BGs ranging in 200-300 mg/dL level with an "increase in heart enzymes." Tandem Technical Support (CTS) performed a system check and performed a review of the pump data to determine a possible cause. CTS determined that the pump functioned as intended and the cause of high BG was, "care team did not recognize that the cart needed re-loaded after pump shutdown" from normal battery depletion. The customer declined further assistance from Tandem Technical Support regarding the issue. No additional patient or event information was available.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.